Event description:
The device was used during a total colectomy. Reportedly, the staples did not form properly and there was bowel leakage. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.